Event description:
Information was received from an attorney alleging the patient's "alarm sounded and he was rushed into the hospital where it was discovered the leads had fractured." The device was removed and replaced with an alternative defibrillator. The patient "suffered two hematomas following the operation" and "physical injuries as a direct result as well as psychologically." No specific detail with regard to the alleged injuries was received, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without device and lead serial numbers, the manufacturing dates cannot be determined.